Event description:
Reference number (B)(4). Event occurred in the united states. On 20-june-2024 , it was reported that the patient faced infusion set leakage at the site. The infusion set was in use for 1 day no further information available.